Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the pediatric patient experienced feeling unwell. The patient was brought to the hospital by ambulance and when a fingerstick was taken, the cgm reading was 5.3 mmol/l, and the blood glucose reading was 22.0 mmol/l. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids, and an unspecified medication for vomiting. The patient was discharged from the hospital after 7 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.